Manufacturer narrative:
This report is filed on december 07, 2017.

Event description:
Per the clinic, the patient experienced inflammation and dehiscence resulting in a skin defect at implant site, subsequently the patient was hospitalised and underwent skin revision surgery to correct the skin defect. Upon discharge the patient was treated with antibiotics for 7 days, (B)(6) 2015 (specific date not reported). The patient underwent another revision surgery in (B)(6) 2015 and it was found the patient had a (B)(6) infection and the patient was treated successfully with antibiotics.